Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tampered seal was missing. A review of the event history log was unable to confirm the reported event. Running three volume accuracy tests, the pump was found to be within manufacturing specifications. As a preventive measure the pump expulsor was replaced. The reported event could not be confirmed. The DHR review is not applicable or relevant because this device is not an out of box failure and the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
It was reported that the device was under infusing, during testing. There was no patient involvement reported.